Event description:
It was reported that during the procedure the versajet handset stopped working. The nurse went to check the handset connection at the console. While checking the connection the high-pressure line ruptured causing a jet of saline to cut the nurse's finger. At the time of the high-pressure line rupture, the surgeon did have the footswitch engaged. The nurse had to have the cut stitched up.

Manufacturer narrative:
We have now completed our investigation into this complaint. The evaluation concluded that this device had a pinhole in the high pressure line approximately 3 inches from the pump cartridge. The attached images show that water was slowly leaking out of the hole under regular gravity pressure from the water source. When versajet test console was turned on and the speed set at 4, there was a very thin jet of high pressure liquid coming from the pinhole. Images also show there was a slight bend in the hose at the exact location of the pinhole. A device history record review was carried out for the lot number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications. There was no record of any problems or deviations occurring during the manufacturing of this product in relation to the reported issue. In order to thoroughly investigate this issue, the high pressure hose was also returned to the hose supplier and they also believe the hole was caused by the tubing being kinked and thus creating a weak spot. Extensive quality checks are carried out prior to shipping and they are confident that the tubing was not shipped with the kink. Unfortunately we are unable to definitively confirm where this kink in the tubing occurred but our investigation leads us to believe that it occurred after the product was released into distribution. Due to the nature of this complaint, the issue was referred to a medical specialist for opinion. The review concluded that based on the available information, the root cause of the ruptured line was most likely contributed to a user /procedural related event resulting from a kink in the pressure tubing. The IFU advises the user to release the footswitch when the tubing is obstructed. The injured nurse has returned back to work without limitations. No further clinical/medical investigation is warranted at this time.